Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation received alleging that the patient suffers from discomfort and elevated metal ion levels. Update (B)(6) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain. Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to a large, gray brown cyst with clear fluid, a defect in the posterior pseudocapsule, corrosion on the trunnion of the stem, stained tissue and loss of rim bone circumferentially. The femoral stem and femoral sleeve have been added to this complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.